Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Difficult to position (micro-catheter resistance) could not be tested due to the condition of the retuned devices. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, heavily tortuous, right coronary artery (rca) after rotablator and lesion predilatation, the 2.5 x 12 mm xience xpedition stent delivery system (sds) was advance but could not cross the lesion. The device was removed without issue. Additional predilatation was performed and the 2.50 x 8 mm xience xpedition sds was advanced but may have met resistance and became dislodged while in the non-abbott microcatheter; the device was successfully removed inside the catheter. Additionally the physician did note a small minimal dissection later in the procedure which was not treated by stenting. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.